Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate mode switching. The patient was asymptomatic. Programming changes were made and the patient left in stable condition.